Event description:
Meter was reported to be calibrating low. The meter failed the checkstrip test twice. The patient did call their doctor since they based the insulin dosage on the meter readings. Unknown if any treatment was given. No further clincial information was provided.